Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 13 of 13 MDR's filed for the same patient (reference 1825034-2013-01674 / 2013-01675 / 2013-01677 / 2013-01678 / 2013-01679 / 2013-01680 / 2013-01681 / 2013-01682 / 2013-01684 / 2016-01508 / 2016-01512 / 2016-01513 / 2016-01514). Device not returned by attorney.

Event description:
Operative notes received reported that patient underwent left hip revision procedure approximately two year post-implantation due to recurrent dislocations. During the procedure, a fractured locking ring and poly liner were noted. The modular head and poly liner were removed and replaced. A competitor acetabular cup was cemented into the previous cup, and a competitor metal liner was also implanted with the poly liner to complete the procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # (B)(4), femoral head, lot # 073880; item # (B)(4), liner, lot # 641940; item # (B)(4), cup, lot # 281130.

Event description:
It was reported that a patient underwent a revision procedure approximately two year post-implantation due to recurrent dislocations. During the procedure, a fractured locking ring and poly liner were noted. The modular head and poly liner were removed and replaced. A competitor acetabular cup was cemented into the previous cup, and a competitor metal liner was also implanted with the competitor poly femoral head to complete the procedure. Records also indicate radiolucency around the acetabular cup. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.